Manufacturer narrative:
Review of the image files by an immucor technical support specialist did not identify any errors. The reflex abo result was originally o negative; weak d resulted as rh positive. The sample was correctly interpreted as o positive by the galileo instrument. Customer was asked to repeat testing of donor segment on the galileo. Positive weak d results were again obtained. Immucor performed the abo_rh and weak_d assays on three known rh negative in-house donors on the galileo using retention product anti-d (monoclonal blend) series 4, lot 504802 and anti-d (monoclonal blend) series 5, lot 505623. Controls performed as expected and all rh negative and weak d negative in-house donors resulted negative as expected. Retention product performed as expected. No product deficiencies were identified.

Event description:
A customer reported that a donor sample was typed as o positive on the galileo reflex abo and weak_d assays when testing with anti-d (monoclonal blend) series 4 blood grouping reagent.